Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant had four (4) tears: tears (a, b, and c) on the anterior view, and tear (d) on the posterior view, measuring approximately 1.4 cm, 0.7 cm, 0.8 cm, and 0.6 cm, respectively. Microscopic examination was performed on the edges of the tears (a-d), parallel striations were found in an area of the tear (a), measuring approximately 0.2 cm, and parallel striations were found in the whole area of the tears (b, c, and d). Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the remaining area of the tear (a) could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, the microscopic examination of the tears (b, c, and d) indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date. Manufacturer's reference number: (B)(4).

Event description:
A mentor smooth round spectrum 375 cc saline breast prosthesis was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. As a result, the device was tested and determined to have a reportable failure mode.